Event description:
It was reported that a lead observation was triggered on the remote monitoring transmission due to elevated short interval counts (sic). Upon lead interrogation, it was noted that there were non-sustained episodes at non-physiologic rates. It was also noted that there was high impedance and a lead fracture was suspected. During the lead extraction, the helix could not be retracted; however, with constant, slight traction, the lead was removed without the need of the laser. The physician questioned if there was any correlation between the site of fracture and helix retraction. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7232 defibrillator, implanted: (B)(6) 2007.